Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with surgery (she will have the device removed). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was not provided. Company causality comment: this non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She will have the device removed. The event was considered serious due to medical relevance and it is anticipated in the reference safety information for essure. Additionally, non-serious events were reported. The reporter considered the event related to essure. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and non gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this particular case, there is no reference to the consumer's previous and concomitant conditions but the event started after essure insertion; therefore a causal relationship cannot be excluded and the event chronic pelvic pain was considered related to essure. This case was regarded as incident since device removal will be required. A product technical analysis is awaited. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain, pelvic side pain (severe)"), genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic anaemia ("anemia/ anemia due to excessive bleeding") in a 49-year-old female patient who had essure (batch no. 822802-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida, parity 1 ((B)(6) 1988), pre-diabetic in 2011, acid reflux (oesophageal) in 2005, gallbladder operation in 2004, heartburn in 2005, epigastric pain in 2005, hip sprain on 22-feb-2015, pain in joint on 22-feb-2015, rectal bleeding in 2005, hematuria in 2005, flank pain in 2005, diarrhea in 2005, yeast vaginitis in 2005, pruritus, vulvovaginal pain, shoulder pain, blood cholesterol abnormal on (B)(6) 2011, blood sugar abnormal on(B)(6) 2011, rash, acid reflux (oesophageal), pap smear abnormal in 1995, dysplasia in 1995, gravida, abortion, cholecystectomy in 2004, uterine dilation and curettage in 1995 and tv trichomonas vaginalis in 2008. Previously administered products included for stop pregnancy: depo-provera from 2001 to 2012; for alopecia: naproxen; for an unreported indication: antibiotics in 2006, rantitide in 2005, diazepam, metformin, nalbuphine, metformin, depo provera, ketorolac and midazolam. Concurrent conditions included body mass index normal, penicillin allergy, smoker, peripheral swelling, eye redness since (B)(6) 2013, eye pain since (B)(6) 2013, eye itching since (B)(6) 2013, burning eyes since (B)(6) 2013, hyperlipidemia since (B)(6) 2013, bursitis since (B)(6) 2015, arthritis since (B)(6) 2015, tiredness since (B)(6) 2015, bloating since (B)(6) 2015, belching since (B)(6) 2015, muscle pain since (B)(6) 2015, hyperopia since (B)(6) 2016, astigmatism since (B)(6) 2016, presbyopia since (B)(6) 2016, hypermetropia since (B)(6) 2016, night sweats, epicondylitis since (B)(6) 2016, gastroesophageal reflux disease since (B)(6) 2015, allergic reaction to antibiotics, hives, gastroesophageal reflux disease since (B)(6) 2015 and tinea cruris since (B)(6) 2016. Family history included kidney stones (father), stomach cancer (maternal grandmother) and type 1 diabetes mellitus (mother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain abdominal (severe)") and back pain ("back pain (severe)"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain extreme up and down / weight loss; extreme up and down"), haemorrhagic anaemia (seriousness criterion medically significant) and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced hypertension ("high blood pressure"). On (B)(6) 2017, 5 years 1 month after insertion of essure, the patient experienced menopausal symptoms ("menopausal (hormonal changes describe menopausal)") and hormone level abnormal ("hormonal changes describe menopausal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen (advil), panadeine co (tylenol #3), lisinopril (lisipril), iron (iron supplement), intrauterine contraceptive device (iud nos), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, weight fluctuation, hypertension, alopecia, abdominal pain, back pain and abdominal pain lower had resolved and the genital haemorrhage, uterine haemorrhage, menorrhagia, menopausal symptoms, hormone level abnormal, vaginal haemorrhage, vaginal discharge, fatigue and haemorrhagic anaemia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, hormone level abnormal, hypertension, menopausal symptoms, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the right tubal ostia. Trailing coils in uterus: 2 2nd device loaded through operating channel of hysteroscope, and inserted into the left tubal ostia. Trailing coils in uterus: 3. Patient tolerated the essure insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. On (B)(6) 2012, essure confirmation test, hysterosalpingogram (hsg) done that showed unilateral occlusion (right tube occluded) and right tube closed and left tube opened. Findings: the uterine cavity has a normal contour. There are linear metallic catheters within the fallopian tubes consistent with the essure procedure. There is contrast along the left fallopian tube. No contrast is seen along the right fallopian tube and catheter consistent with occlusion. On (B)(6) 2013, screening of mammogram showed, bi-rads2-benign finding. Impression: stable appearance of the breasts, with no mammographic sign of malignancy, the breast tissue is heterogeneously dense, and physical examination should be emphasized in this patient. On (B)(6) 2015, bilateral routine screening mammogram showed impression: recommend left breast spot compression filming. On (B)(6) 2016, biopsy endometrium showed , the endometrium does not appear to be cycling normally but there is no evidence of hyperplasia or neoplasia . On (B)(6) 2016, pelvic ultrasound endovaginal showed, uterus: the uterus appeared anteverted. The uterus measured within normal limits. The uterus had a normal echotexure. The endometrial lining appeared normal. Right ovary: the right ovary contains a cyst measuring 4 cm. Left ovary: the left ovary contains 2 solid lesions measuring 2.1 and 1.1 cm. Can not rule out endometrioma vs mass. On (B)(6) 2017, pelvic ultrasound endovaginal showed, uterus: the uterus measured within normal limits. The uterus appeared anteverted. The uterus had a slightly heterogeneous echotexture. The endometrial lining was somewhat difficult to visualize in the fundal region but appeared normal. The cervix had a normal appearance. The cui de sac had a small amount of free fluid. Right ovary: the right ovary measured enlarged and contains a persistent simple ovarian cyst measuring 4.5 x. 3.8 x 3.7cm. No internal vascularity was noted. Left ovary: the left ovary measured normal and had a normal echogenicity. The left ovary contains multiple follicles. On (B)(6) 2016, pap smear was done. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: uterine haemorrhage ( confirming genital haemorrhage), back pain, abdominal pain, hypertension, dysmenorrhea, fatigue and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain, pelvic side pain (severe)"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 822802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida, parity 1 ((B)(6) 1988), pre-diabetic in 2011, acid reflux (oesophageal) in 2005, gallbladder operation in 2004, heartburn in 2005, epigastric pain in 2005, pain in hip on (B)(6) 2015, pain in joint on (B)(6) 2015, rectal bleeding in 2005, hematuria in 2005, flank pain in 2005, diarrhea in 2005, yeast vaginitis in 2005, pruritus, vulvovaginal pain, shoulder pain, blood cholesterol abnormal on (B)(6) 2011, blood sugar abnormal on (B)(6) 2011, rash, acid reflux (oesophageal), pap smear abnormal in 1995, dysplasia in 1995, vaginal delivery, abortion, cholecystectomy in 2004, uterine dilation and curettage in 1995 and tv trichomonas vaginalis in 2008. Previously administered products included for stop pregnancy: depo-provera from 2001 to 2012; for alopecia: naproxen; for an unreported indication: antibiotics in 2006, rantitide in 2005, diazepam, metformin, nalbuphine, metformin, depo provera, ketorolac and midazolam. Concurrent conditions included body mass index normal, penicillin allergy, smoker, peripheral swelling, eye redness since (B)(6) 2013, eye pain since (B)(6) 2013, eye itching since (B)(6) 2013, burning eyes since (B)(6) 2013, hyperlipidemia since (B)(6) 2013, bursitis since (B)(6) 2015, arthritis since (B)(6) 2015, tiredness since (B)(6) 2015, bloating since (B)(6) 2015, belching since (B)(6) 2015, muscle pain since (B)(6) 2015, hyperopia since (B)(6) 2016, astigmatism since (B)(6) 2016, presbyopia since (B)(6) 2016, hypermetropia since (B)(6) 2016, night sweats, epicondylitis since (B)(6) 2016, gastroesophageal reflux disease since (B)(6) 2015, allergic reaction to antibiotics, hives, gastroesophageal reflux disease since (B)(6) 2015 and tinea cruris since (B)(6) 2016. Family history included kidney stones (father), stomach cancer (maternal grandmother) and type 1 diabetes mellitus (mother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain abdominal (severe)") and back pain ("back pain (severe)"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain extreme up and down / weight loss; extreme up and down"), anaemia ("anemia/ anemia due to excessive bleeding") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced hypertension ("high blood pressure"). On (B)(6) 2017, 5 years 1 month after insertion of essure, the patient experienced menopausal symptoms ("menopausal (hormonal changes describe menopausal)") and hormone level abnormal ("hormonal changes describe menopausal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen (advil), panadeine co (tylenol #3), lisinopril (lisipril), iron (iron supplement), intrauterine contraceptive device (iud nos), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, weight fluctuation, hypertension, alopecia, abdominal pain, back pain and abdominal pain lower had resolved and the genital haemorrhage, uterine haemorrhage, menorrhagia, menopausal symptoms, hormone level abnormal, vaginal haemorrhage, vaginal discharge, fatigue and anaemia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypertension, menopausal symptoms, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the right tubal ostia. Trailing coils in uterus: 2 2nd device loaded through operating channel of hysteroscope, and inserted into the left tubal ostia. Trailing coils in uterus: 3. Patient tolerated the essure insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. On (B)(6) 2012, essure confirmation test, hysterosalpingogram (hsg) done that showed unilateral occlusion (right tube occluded) and right tube closed and left tube opened. Findings: the uterine cavity has a normal contour. There are linear metallic catheters within the fallopian tubes consistent with the essure procedure. There is contrast along the left fallopian tube. No contrast is seen along the right fallopian tube and catheter consistent with occlusion. On (B)(6) 2013, screening of mammogram showed, bi-rads2-benign finding. Impression: stable appearance of the breasts, with no mammographic sign of malignancy, the breast tissue is heterogeneously dense, and physical examination should be emphasized in this patient. On (B)(6) 2015, bilateral routine screening mammogram showed impression: recommend left breast spot compression filming. On (B)(6) 2016, biopsy endometrium showed , the endometrium does not appear to be cycling normally but there is no evidence of hyperplasia or neoplasia . On (B)(6) 2016, pelvic ultrasound endovaginal showed, uterus: the uterus appeared anteverted. The uterus measured within normal limits. The uterus had a normal echotexure. The endometrial lining appeared normal. Right ovary: the right ovary contains a cyst measuring 4 cm. Left ovary: the left ovary contains 2 solid lesions measuring 2.1 and 1.1 cm. Can not rule out endometrioma vs mass. On (B)(6) 2017, pelvic ultrasound endovaginal showed, uterus: the uterus measured within normal limits. The uterus appeared anteverted. The uterus had a slightly heterogeneous echotexture. The endometrial lining was somewhat difficult to visualize in the fundal region but appeared normal. The cervix had a normal appearance. The cui de sac had a small amount of free fluid. Right ovary: the right ovary measured enlarged and contains a persistent simple ovarian cyst measuring 4.5 x. 3.8 x 3.7cm. No internal vascularity was noted. Left ovary: the left ovary measured normal and had a normal echogenicity. The left ovary contains multiple follicles. On (B)(6) 2016, pap smear was done. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: uterine haemorrhage ( confirming genital haemorrhage), back pain, abdominal pain, hypertension, dysmenorrhea, fatigue and alopecia. Most recent follow-up information incorporated above includes: on 25-jan-2018: new reporters, product indication updated, stop date, lot no, treatment medications, historical drugs, concomitant diseases, historical conditions, lab tests, new events menopausal symptoms, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, device ineffective, fatigue, weight increased, anemia, hair loss, abdominal pain, back pain, uterine haemorrhage, event chronic pelvic pain amended to chronic pelvic pain, pain, pelvic side pain (severe), coding updated to pelvic pain female. Outcome for the events dysmenorrhoea, dyspareunia, weight increased, pelvic pain, hair loss, abdominal pain and back pain added as recovered / resolved.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain, pelvic side pain (severe)"), genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic anaemia ("anemia/ anemia due to excessive bleeding") in a 49-year-old female patient who had essure (batch no. 822802-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida, parity 1 ((B)(6) 1988), pre-diabetic in 2011, acid reflux (oesophageal) in 2005, gallbladder operation in 2004, heartburn in 2005, epigastric pain in 2005, hip sprain on (B)(6) 2015, pain in joint on (B)(6) 2015, rectal bleeding in 2005, hematuria in 2005, flank pain in 2005, diarrhea in 2005, yeast vaginitis in 2005, pruritus, vulvovaginal pain, shoulder pain, blood cholesterol abnormal on (B)(6) 2011, blood sugar abnormal on (B)(6) 2011, rash, acid reflux (oesophageal), pap smear abnormal in 1995, dysplasia in 1995, gravida, abortion, cholecystectomy in 2004, uterine dilation and curettage in 1995 and tv trichomonas vaginalis in 2008. Previously administered products included for stop pregnancy: depo-provera from 2001 to 2012; for alopecia: naproxen; for an unreported indication: antibiotics in 2006, rantitide in 2005, diazepam, metformin, nalbuphine, metformin, depo provera, ketorolac and midazolam. Concurrent conditions included body mass index normal, penicillin allergy, smoker, peripheral swelling, eye redness since (B)(6) 2013, eye pain since (B)(6) 2013, eye itching since (B)(6) 2013, burning eyes since (B)(6) 2013, hyperlipidemia since (B)(6) 2013, bursitis since (B)(6) 2015, arthritis since (B)(6) 2015, tiredness since (B)(6) 2015, bloating since (B)(6) 2015, belching since (B)(6) 2015, muscle pain since (B)(6) 2015, hyperopia since (B)(6) 2016, astigmatism since (B)(6) 2016, presbyopia since (B)(6) 2016, hypermetropia since (B)(6) 2016, night sweats, epicondylitis since (B)(6) 2016, gastroesophageal reflux disease since (B)(6) 2015, allergic reaction to antibiotics, hives, gastroesophageal reflux disease since(B)(6) 2015 and tinea cruris since (B)(6) 2016. Family history included kidney stones (father), stomach cancer (maternal grandmother) and type 1 diabetes mellitus (mother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain extreme up and down / weight loss; extreme up and down"), alopecia ("hair loss"), abdominal pain ("pain abdominal (severe)"), back pain ("back pain (severe)") and anaemia ("anemia"). In 2012, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced hypertension ("high blood pressure"). On (B)(6) 2017, 5 years 1 month after insertion of essure, the patient experienced menopausal symptoms ("menopausal (hormonal changes describe menopausal)") and hormone level abnormal ("hormonal changes describe menopausal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen (advil), panadeine co (tylenol #3), lisinopril (lisipril), iron (iron supplement), intrauterine contraceptive device (iud nos), fluconazole (diflucan), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, weight fluctuation, hypertension, alopecia, abdominal pain, back pain and abdominal pain lower had resolved and the genital haemorrhage, uterine haemorrhage, menorrhagia, menopausal symptoms, hormone level abnormal, vaginal haemorrhage, vaginal discharge, fatigue, haemorrhagic anaemia and anaemia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, hormone level abnormal, hypertension, menopausal symptoms, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the right tubal ostia. Trailing coils in uterus: 2 2nd device loaded through operating channel of hysteroscope, and inserted into the left tubal ostia. Trailing coils in uterus: 3. Patient tolerated the essure insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. On (B)(6) 2012, essure confirmation test, hysterosalpingogram (hsg) done that showed unilateral occlusion (right tube occluded) and right tube closed and left tube opened. Findings: the uterine cavity has a normal contour. There are linear metallic catheters within the fallopian tubes consistent with the essure procedure. There is contrast along the left fallopian tube. No contrast is seen along the right fallopian tube and catheter consistent with occlusion. On (B)(6) 2013, screening of mammogram showed, bi-rads2-benign finding. Impression: stable appearance of the breasts, with no mammographic sign of malignancy, the breast tissue is heterogeneously dense, and physical examination should be emphasized in this patient. On (B)(6) 2015, bilateral routine screening mammogram showed impression: recommend left breast spot compression filming. On (B)(6) 2016, biopsy endometrium showed , the endometrium does not appear to be cycling normally but there is no evidence of hyperplasia or neoplasia . On (B)(6) 2016, pelvic ultrasound endovaginal showed, uterus: the uterus appeared anteverted. The uterus measured within normal limits. The uterus had a normal echotexure. The endometrial lining appeared normal. Right ovary: the right ovary contains a cyst measuring 4 cm. Left ovary: the left ovary contains 2 solid lesions measuring 2.1 and 1.1 cm. Can not rule out endometrioma vs mass. On (B)(6) 2017, pelvic ultrasound endovaginal showed, uterus: the uterus measured within normal limits. The uterus appeared anteverted. The uterus had a slightly heterogeneous echotexture. The endometrial lining was somewhat difficult to visualize in the fundal region but appeared normal. The cervix had a normal appearance. The cui de sac had a small amount of free fluid. Right ovary: the right ovary measured enlarged and contains a persistent simple ovarian cyst measuring 4.5 x. 3.8 x 3.7cm. No internal vascularity was noted. Left ovary: the left ovary measured normal and had a normal echogenicity. The left ovary contains multiple follicles. On (B)(6) 2016, pap smear was done. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: uterine haemorrhage ( confirming genital haemorrhage), back pain, abdominal pain, hypertension, dysmenorrhea, fatigue and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: pfs received, event added- anaemia. Events onset date added. Treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality-safety evaluation was received. Company causality comment: this non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She will have the device removed. The event was considered serious due to medical relevance and it is anticipated in the reference safety information for essure. Additionally, non-serious events were reported. The reporter considered the event related to essure. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this particular case, there is no reference to the consumer's previous and concomitant conditions but the event started after essure insertion; therefore a causal relationship cannot be excluded and the event chronic pelvic pain was considered related to essure. This case was regarded as incident since device removal will be required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.